Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (check therapy electrode messages, adjust belt messages) was confirmed by the distributor. Upon receipt at the distributor the electrode belt passed incoming functionality testing. During the distributor evaluation an intermittent short was found in the trunk cable. The trunk cable was cut, causing the short and the reported alarms. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages and adjust belt messages.